Event description:
Customer reported erroneous differential test results, without instrument-generated flags for the presence of abnormal, immature white blood cells, were obtained for one patient sample when using the coulter hmx hematology analyzer with autoloader. The patient's sample was run multiple times on (B)(6) 2012 without instrument-generated messages and on (B)(6) 2012 with instrument-generated messages. The differential test results were determined to be erroneous when compared to differential results obtained manually using a blood smear and differential results obtained using another analyzer. Erroneous test results were reported out of the laboratory. The physician was notified and corrected report provided. Quality control was performed prior to the event and was within specifications. There were no reports of death, serious injury, or affect to patient management associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) identified the scatter cv% (coefficient of variation) was high at 5.8. The flowcell alignment was adjusted to reduce the cv% to 3.5. The probable cause of the erroneous differential test results is the flow cell alignment.